Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv bv had incorrect label information. The following information was provided by the initial reporter: labeled wrong material number. It¿s the set with the ball in the drip chamber.

Event description:
It was reported that as lvp 20d 3ss cv bv had incorrect label information. The following information was provided by the initial reporter: labeled wrong material number. It¿s the set with the ball in the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 6/2/2021. H.6. Investigation: one sample was received for investigation by the customer. Sample was identified as model 11522558. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Sample was primed with saline and the set was allowed to free flow. The bag was drained and the blue ball stopped the flow. The customer complaint could not be verified. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.